Event description:
The customer reported that the jaws of the device would not open after the vessel was sealed. Suture was used to assist in removing the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.